Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue. Therapy was restored postoperatively.

Event description:
Additional information received via follow-up revealed the patient's ipg has been deemed inoperable, which is a result of the patient going an extended period of time without recharging their ipg. Surgical intervention remains pending to address the issue.

Manufacturer narrative:
A4 - patient weight was obtained vis follow-up. Corrected data: h6 - device code has been updated per further event information obtained.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report. During processing of this complaint, an attempt was made to obtain complete event and patient information.

Event description:
It was reported the patient's ipg is believed to be inoperable. As a result, the patient plans to undergo surgical intervention.